Event description:
The hooped snare of the grasping snare got detached and cut into the stomach wall. The fallen hooped snare was removed. Since the bleeding was observed at the stomach wall where the hooped snare cut into, it was treated with a clip.

Manufacturer narrative:
This complaint is confirmed and will be reported as manufacturing related. Returned for evaluation was one disposable grasping snare. Upon receipt the hooped snare had detached from its metal locking crimp. The dimensional measurements for the locking metal crimp are within dimensional specifications. No damage to the grasping snare was observed. A chr of lot# husa0275 showed no other product complaints from this lot number.